Event description:
Implant (B)(6) 1990, (B)(4). Size: 190/215, product number: 22395s, lot number: 71380-86-I; and size :190/215, product number: 22395s, lot number: 91847-87-a l breast. Explant (B)(6) 2003 (B)(4). Silicone double-lumen implants, both ruptured. FDA recalled implants.